Manufacturer narrative:
This device was used as directed by instructions and cautions on the pack. The packs were used with sleeves. Mfg records were checked and the test packs had a fill weight of 1.15oz which slightly above the nominal of 1.12oz but within tolerance. We suspect that undissolved crystals of the active chemical, magnesium sulfate, may have gathered at the bottom of the bag(s) or in the corners. This may happen if the packs are not agitated in such a manner to dissolve all the crystals. This may form a small "hot spot" that may have caused the formation of these small blisters.

Event description:
Event desc: the pt was a difficult IV start. Staff applied two warm packs, both with sleeves, to the pt's bilateral forearms. This was done in an attempt to enhance vasodilation and facilitate ease of IV insertion. The pt complained that the sites were warm and beginning to hurt. When the packs were removed, a fluid filled blister measuring 2cm x 2cm was noted on the left posterior forearm and another fluid filled blister measuring 1cm long x .05cm wide was on the right posterior forearm. The rn notified the physician. Both sites were cleaned and dressed with a dressing. There were no changes to the pt's plan of care. An IV was started in another location.